Event description:
Caller reported an occlusion alarm which caused the customer's blood glucose level to be displayed as ¿high,¿ but the specific value was unknown. No action had been taken by customer to address high blood glucose level, and no assistance was required from a third party. Caller was unable to continue troubleshooting due to a cartridge alarm with no number and the lack of supplies and planned to follow up once they had insulin to continue troubleshooting.